Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin squirting out during the manual prime process. The customer's blood glucose value was 226 m/dl. The customer was having hyperglycemia but she already corrected it and it went down and the it went up again and she already changed her set and when she was trying to rewind, the piston ended up all the way to the top. Customer did not see the bolus delivery screen with 0.0 units. Customer was able to esc to the status screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm.